Manufacturer narrative:
(B)(4). The 510(k): the rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint evaqua expiratory limb was returned and visually inspected. Results: the visual inspection revealed that the evaqua expiratory limb had been stretched along approximately 70mm of its length, causing the inner sheath to pull apart. A lot check could not be performed as no lot number was provided. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. This suggests that the breathing circuit was damaged post-production. It must be noted that the hospital reported that the evaqua expiratory limb may have been pulled (stretched) by a hospital staff member. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. Warning - "do not stretch or milk the tubing." (B)(4).

Event description:
A hospital in (B)(6) reported that there was air leakage from an rt340 adult dual heated evaqua breathing circuit during use. The hospital further reported that "there is a possibility that the circuit was pulled by a nurse." No patient consequence was reported.